Manufacturer narrative:
Customer reported that unit stopped cycling when nurses cell phone was near the device. Hosp's biomed insp the device and alleged failure could not be duplicated.

Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer svc engineer (cse) was not authorized to repair the unit.